Event description:
It was reported, the device was inserted into the knee. Allegedly, the tip broke in the knee.

Manufacturer narrative:
The unit was returned for investigation. According to the sales rep the unit was apparently discarded by the account. Investigation showed that vibration is the major contributor of the tip breaking for this product. As a containment action, the assembly process was modified to reduce the movement of the electrode and thus the incidence of cracking in the assembly line. This change was implemented on july 2008. (B) (4).